Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device had a broken door and handle. The device was found in the ICU. No information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device was found to have a broken door and handle and the device door roller pin was missing. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.